Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter display "froze" and displayed "700." The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter displayed "700" and froze. At that time, the patient experienced the symptom of being tired. The patient had a physician's office visit, during which the patient was prescribed the oral diabetes medication glyburide 5 mg. The patient also reported she took her usual insulin dose; specific insulin type and dose not provided. This meter's reportable range is 20 mg/dl to 600 mg/dl. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and she did not receive emergency medical attention. However as the display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.